Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use, (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that posterior capsule rupture occurred at 6 o'clock direction during the implantation of pcb00v intraocular lens (iol). Doctor conducted vitrectomy and out of the bag fixation. The operation was delayed by 10 minutes. Patient was treated with vegamox (antibacterial agent), sanbetason (steroid) and nevanac (anti-inflammatory. Patient recovered in three days and visual acuity was reported 0.9 diopter (20/22). No further information was provided.